Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
An article/literature was received entitled "revision total hip arthroplasty with metal on metal bearing for ceramic bearing fractures¿. Update 19 sep 2019. ¿revision total hip arthroplasty with metal on metal bearing for ceramic bearing fractures¿ was reviewed for MDR reportability. The retrospective study followed 28 patients (28 hips) from july 2006 to december 2012. Only two patients involved in the study were implanted with depuy products. The first patient will not be captured on a complaint as the acetabular component was a depuy cup with a competitor¿s femoral stem and head. The patient suffered an implant fracture of the competitor femoral head. The second patient was implanted with a duraloc acetabular cup and summit stem. The following adverse events were noted: fractured ceramic head 75.1 months post primary. Trunnion damage. The patient is reported to be a (B)(6) year old male.